Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, on anastomosis on the rectum, there was a problem unloading the device, the cartridge was not coming out of the stapler, the stapler was able to fire, there was the poor staple formation, the cartridge stopped in between and the staple line was incomplete centrally. The jaws of the device locked on the tissue and the instrument were removed through the incision. There was blood loss. The surgical time was extended by thirty minutes or more. There was tissue damage. A competition stapler was used to complete the case.